Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, on (B)(6) 24 the customer was taken to the emergency room and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level over 400 mg/dl. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 24 with no permanent damage. Ultimately, the customer reverted to an alternate form of insulin therapy.